Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).

Event description:
It was reported on (B)(6) 2014-05-07 the patient moved to a nursing home. It was further reported there was one time several months ago the patient told the nursing home he was too tired to go get his refill done. The caretaker called the staff the next day and informed them the patient had to attend his scheduled refill appointments. It was noted on (B)(6) 2014 the nursing home made an emergency appointment to get his pump refilled because his alarm was going off and the pump did get refilled on (B)(6) 2014. It was unknown when the alarm started to go off. Also on (B)(6) 2014 the caretaker was going to take the patient to the audiologist, but they said he had to go to the pain clinic instead for a refill. It was reported they did not say they heard his alarm, but the reporter thought they looked in the file and saw the alarm date. It was unknown whether or not they actually heard an alarm. The pump was being used to deliver intrathecal baclofen therapy. Additional information received reported the patient was experiencing drowsiness and the low reservoir alarm was occurring due to a missed appointment. It was noted the patient was doing ¿fine¿ now and was receiving effective therapy. The pump was being used to deliver gablofen.